Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-2-uni-celect. Similar to device under 510(k) k090140. Summary of investigational findings: the investigation is based on event description and investigation of the returned product. The femoral introducer inside blue sheath and separated filter returned; no damages to the primary filter legs, but the rest of the filter is severely deformed. The sheath is penetrated ~40.5cm from handle and kinked/separated ~41cm from handle. In the penetrated area the sheath is severely kinked, too, thus indicating the kink prevented the filter from advancing and pushed it through the sheath wall. Marks from a needle holder were found on the separated part of the sheath. No damages to femoral cup and/or filter hook. Under normal conditions the sheath is strong enough to accomplish the procedure. The sheath may bend, if exposed to force. And if the filter is forcefully advanced through a bent sheath, it may be prone to exceed the sheath wall. From the IFU: "excessive force should not be used to place the filter." There is found no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: the sheath was broken and caused the filter split out of the sheath. The doctor felt that our 7fr. Sheath was too soft for this patient so he used a 20fr. Sheath to support our deployment system. After changing a new kit of the ivc filter, the procedure go smoothly. Patient outcome: patient did not receive any additional procedures. The patient did not experience any adverse effects due to the occurrence.